Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the battery cap had damaged threads, and there was contamination on the backlight and down button contacts. This report is made based on results of investigation completed on 11/19/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the battery compartment had cracks observed in the thread area and below grip pad. The battery cap threads were damaged. The backlight key was intermittently responding. Contamination was found underneath the backlight and down button contacts. (B)(6).